Event description:
The plaintiff alleges that in 1998 following a rast test, plaintiff was diagnosed by the dr as being allergic to latex. Plaintiff is now subjected to increased health risks. Plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Plaintiff has suffered substantial injury, fear, pain and suffering, as well as economic loss. It is while working as a nurse that plaintiff was exposed to antigenic natural latex proteins in latex gloves. Finally, the plaintiff's spouse has suffered the loss of support, services, consortium, and companionship of the plaintiff.